Event description:
It was reported that shaft break occurred. A 2.50 x 16mm synergy ii drug-eluting stent was selected for use. However, when the stent was taken out the hoop, it was noted that the wire port/push rod was broken. No patient complications were reported.